Event description:
It was reported that a patient presented in-clinic for an implant procedure. During the next day follow-up in-clinic, interrogation of the right ventricular (rv) lead revealed that the rv lead had high capture thresholds. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.